Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received time clock anomaly, rewinding anomaly, failed battery test and frozen screen. Customer blood glucose reading was unknown. Customer did not perform troubleshooting. Insulin pump will be returning for analysis.